Event description:
It was reported the system failed to boot up during a workshop installation. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.